Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1483803) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on an unspecified date/time he received unspecified readings from his adc blood glucose meter, which he perceived to be erratic. Customer further reported that due to this he went to an emergency room where he received unspecified intravenous fluids. No further information was provided as the customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.